Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgery almost failed because both preloaded toric intraocular lenses (iol) used in a patient surgery had issues. There were problems with pulling up the lenses, the haptics were contorted. Reportedly, the surgeon almost had to change to a non-toric lens. The surgeon finally managed due to her experience to implant the lens. Through follow ups we learned that the issue with both lenses was that the iols did not advance because the haptics did not fold/retract. There was no patient contact with the lens documented in this report. No further information was provided. A separate report is being submitted for the 2nd lens (sn (B)(6)), which had the same issues, but was implanted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 26-aug-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection was performed on the suspect product and found the plunger rod fully advanced and overriding the lens that was stuck in the cartridge tip. Additionally, the leading haptic was unfolded; however, once the lens begins delivery, the lens begins unfolding. Thus, the lead haptic was within specification. The lens could be observed to be torn, the cartridge tip and cartridge tube were damaged. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly and plunger rod advancement were inspected, and no issues were identified. The lens could not be removed for evaluation therefore the rear haptic could not be evaluated. No further evaluation was performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.